Event description:
Bulge noted on catheter between dacron cuff and suture adapter wings. Catheter would not flush. Had been used 3 times per week from 10/2001 to 11/2001. Heparin flush and dressing change using betadine for skin cleaning, done three times a week with dialysis. Fibrin sheath or thrombosis was noted.